Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was a medical or therapy problem. That pt had pain at the lead site in her back. It hurt more and more as the day went on, it also swelled more and more as the day went on. It seemed to reset through the night, and the process restarted the next day. The pt wondered if her bra could be causing the pain. The pt noted she fell about 2 months ago, but didn't feel any pain. The issue started about 1 month ago. There was no known accident or incident related to the complaint. The pt's status was unk.